Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The 16f sheath was returned with introducer fully inserted through sheath. The sheath was visually inspected, and the follow was observed: damage on hdpe proximal to distal tip. Scratches observed along the sheath shaft. Sheath is fully expanded and tip opened ad designed. Introducer removed, liner remain intact, no other abnormalities observed. A review of images provided showed the following: sheath appears to have the following observations; severe damage along the hdpe. Due to the condition of the device (sheath fully expanded and distal tip opened), there was no functional testing and dimensional analysis performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath shaft withdrawal difficulty and damage. A review of the complaint history from june 2020 through may 2021 revealed additional similar complaints for sheath shaft damaged and withdrawal difficulty for edwards esheath introducer set (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for esheath, device preparation manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft withdrawal difficulty and sheath shaft damaged were confirmed based on the visual inspection of the returned device and review of imagery. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. Per report, ''afterwards it was not possible to remove the esheath from the patient as the esheath was stuck in the calcified right iliac artery. Vascular surgery under general anesthesia was needed in order to remove the esheath''. The presence of calcification can create a challenging pathway for insertion and withdrawal of the devices as the material is likely to come in contact with calcified nodules during the procedure. Additionally, as difficulty was likely encountered, excessive manipulation was applied to overcome such difficulties, leading to the sheath damage. Available information suggests that patient factors (calcification) and procedural factors (excessive manipulation) may have contributed to the reported event. In this case, the cause of the vascular injury cannot be confirmed, however, may be related to patient/procedural factors. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation and corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, upon removal, the delivery system and sheath was stuck in the right iliac. The devices were surgically removed. A vascular dissection was noted and a stent was placed. The sheath was noted to be damaged. The patient was stable post procedure.